Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that due to a delivery issue of not receiving his replacement product, he experienced a medical event. The customer initially reported a low readings issue with the freestyle libre 2 sensor and a replacement was ordered. The customer called back to report that the replacement product was not received due to a delivery issue and he was unable to monitor blood glucose. As a result, he experienced a loss of consciousness but regained consciousness on his own and self-treated with cake. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.